Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using bd vacutainer® no additive (z) tubes, black foreign matter was seen inside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-apr-2025. Investigation summary: bd received (B)(4) samples and 6 photos for investigation. Out of the (B)(4) returned samples, 30 underwent a visual inspection, and 9 of these samples failed the inspection for foreign matter. All 6 customer photos showed at least one tube with visible foreign matter. Additionally, 30 retained samples were visually inspected, and none of these samples failed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using bd vacutainer® no additive (z) tubes, black foreign matter was seen inside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.